Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Complainant states the charite sliding core dislodged dorsally and laterally, causing nerve root compression. A revision procedure was performed and the patient fused. The device remains in the patient.